Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a laparoscopic procedure, there was an anastomotic leak. A stoma was created to resolve the issue.